Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of low blood glucose. The reporter states that he has had low blood sugars for several weeks. He reports that he had a seizure on 11/30 while at work, he was treated on site for low blood sugar by paramedics and not transported. The reporter admits he does not test his blood sugar very frequently and had a very active day as he moved before going into work. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.